Event description:
A patient reported experiencing inaccurate erratic results with a fasttaker meter. The patient's blood glucose results were 87 mg/dl and 272 mg/dl. Tests were within 10 minutes with a difference of 91%. Patient did not experience any adverse events. No further information has been reported.